Manufacturer narrative:
(B) (4).

Event description:
The pt experienced no stimulation sensation. He noticed a gradual decline of stimulation on (B) (6) 2010. On (B) (6) 2010, he felt no stimulation after using his elliptical. He has not fallen or bumped his device area. The electrode impedance measurements were normal when conducted at 3v. The pt was able to get stimulation after his device was reprogrammed. Additional info has been requested.